Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the interface board.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was removed for a couple hours and re-installed, but the display continued to be blank. No further information was provided.